Event description:
It was reported that the system was explanted due to infection. The primary and secondary source of infection is unknown. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was discharged and stable post procedure.

Manufacturer narrative:
Correction - product problem was checked in error in the initial report and corrected in follow up report.

Manufacturer narrative:
Analysis was normal. No anomalies found.